Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted for additional information provided by the customer.th investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
It was further reported, the intended procedure was therapeutic. There was no delay in procedure. No other devices replaced during the procedure. The procedure was completed with a similar device (otvs400, visera 4k uhd camera control unit- serial number unknown). The device was repaired and returned to customer.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, the reported issue could not be confirmed or duplicated. The device passed all functional tests; all output signals and the image were ok. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted upon completion of the investigation, or if any additional information is received.

Event description:
The customer reported to olympus that the video processor (subject device) exhibited connection issues. The camera socket was loose, and the camera would not plug-in. The issue happened when preparing the device for use for an unspecified procedure. There were no reports of patient harm or injury associated with the event.